Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Additional information has been requested. A supplemental report will be submitted upon receipt. (B)(6).

Event description:
It was reported that two days after receiving therapy the pump alarmed "leak in iab circuit". Furthermore, blood was found in the tubing. The iab was then removed and replaced with another the iab catheter to continue therapy. The iab was replaced with a new iab to continue the counter pulsation while using adrenaline. The patient was reported to have been in the intensive care unit using adrenaline after the reported event. There was no patient death and this reported event was not attributed to the device. A related balloon report has been sent under mfg report number 2248146-2018-00139.

Manufacturer narrative:
A company representative reported that there was no alleged malfunction of the iabp, thus no evaluation was performed. The iabp remains in clinical use.

Event description:
It was reported that two days after receiving therapy the pump alarmed "leak in iab circuit". Furthermore, blood was found in the tubing. The iab was then removed and replaced with another the iab catheter to continue therapy. The iab was replaced with a new iab to continue the counter pulsation while using adrenaline. The patient was reported to have been in the intensive care unit using adrenaline after the reported event. There was no patient death and this reported event was not attributed to the device. A related balloon report has been sent under mfg report number 2248146-2018-00139.

Event description:
It was reported that two days after receiving therapy, the pump alarmed "leak in iab circuit", and blood was found in the tubing. The intra-aortic balloon catheter (iabc) was then removed and replaced with another iabc to continue counter-pulsation therapy while adrenaline was adminstered. The patient was reported to have been in the intensive care unit using adrenaline after the reported event. There was no patient death or harm reported. A related balloon report has been sent under mfg report number 2248146-2018-00139.

Manufacturer narrative:
It was also reported that there was no patient injury related to this event. The patient remained stable following the insertion of a new iab and administation of adrenaline.

Event description:
It was reported that two days after receiving therapy, the pump alarmed "leak in iab circuit", and blood was found in the tubing. The intra-aortic balloon catheter (iabc) was then removed and replaced with another iabc to continue counter-pulsation therapy while adrenaline was administered. The patient was reported to have been in the intensive care unit using adrenaline after the reported event. There was no patient death or harm reported. A related balloon report has been sent under mfg report number 2248146-2018-00139.